Manufacturer narrative:
Section a2, a3b, a4, and a5: unknown, as information was requested but not provided. Section d6b: explant date: not applicable: lens remains implanted; therefore, not explanted. Section e1: email address: unknown, as information was requested but not provided. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: device code(s): 3191 no code available (unspecified device issue with patient involvement). An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the preloaded intraocular lens (iol) was implanted, endophthalmitis occurred. During a routine postoperative follow-up visit on (B)(6) 2026, the patient reported that since approximately (B)(6) 2026, the eye had felt irritated and vision had become blurred. The uncorrected visual acuity showed a slight decrease from 1.2 to 1.0. Descemet membrane folds, ciliary injection, and anterior chamber flare were observed. Therefore, the patient was referred to a different facility for a vitrectomy surgery; however, the date of the surgery is unknown. The patient has since been transferred to another medical institution. Patient evaluation noted a slight decrease in visual acuity. The preoperative refraction, the postoperative refraction, and the target refraction are unknown. The patient does not have any medical conditions and the account also reported that the causal relationship between the reported event and the device implantation could not be clearly established, and the physician indicated that any association is likely minimal. No further information was provided.